Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator was sometimes unable to obtain etco2 readings. There was not negative pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.